Event description:
It was reported a product complaint through a glaucoma study automated system. Through follow up we learned that the issue involved the left eye of a male patient, and the problem was identified during the post-operative examination, specifically elevated intraocular pressure (iop). Two dates were provided in the email, 17 june and 'date of the event' 30 june 2022. It is unclear whether these dates refer to the surgery date or the post-operative examination. No additional information has been provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - model number: unknown, as product serial number was not provided. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section h3: the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.